Manufacturer narrative:
(B)(4) - biliary stent used in the vascular. Evaluation summary: the rx herculink elite stent delivery systems (sds) was returned with blood in the guide wire lumen, on the stent implant and on the balloon. There was no contrast visible. The stent implant was stationary on the balloon between the markers. There was no other damage noted to the stent implant. The balloon was tightly folded. The tip was separated 1mm distal to the distal seal. The separated portion was not returned. The fracture face was stretched and jagged. There was no damage or kinks noted to the tip or inner member. There was no other damage noted to the sds. The outer diameter of the distal seal, the outer diameters of the stent implant, and the inner diameter of the guide wire lumen and guide wire exit notch were measured; all measurements met manufacturing criteria. The guide wire lumen was flushed with warm water and a new .014 guide wire was backloaded through the sds with no resistance noted. The balloon of the returned sds was tightly folded and the stent implant was stationary on the balloon, between the markers, indicating that the balloon had not been pressurized. The point of the tip separation displayed a fracture face with jagged edges and a stretched guide wire lumen, which indicates a tensile overload. There was no reference to resistance being felt during removal of the sds which would be expected for this type of damage. The lot history record (lhr) was reviewed and there were no non-conforming material records (ncmr) associated with this lot. The separated tip was not returned which may have provided additional information. No manufacturing deficiencies were observed, the tip separation appears to be procedural related. The incident also reported that the sds failed to cross the target lesion. Failure to advance can be affected by numerous factors including, but not limited to, outside crimped stent dimensions are too large during manufacturing, product placement technique, pre-dilatation strategy, introducer sheath support, patient anatomical morphology, and patient disease state. No specific cause for the no cross could be determined, but the event appears to be procedurally related. Additionally, it should be noted that the procedure was in the right renal artery, the rx herculink elite biliary stent system instructions for use (IFU) states in the indications sections, "the rx herculink elite biliary stent system is intended for palliation of malignant strictures in the biliary tree. There is no indication that the tip separation or the failure to cross is related to a product quality deficiency. A 100% inspection is performed on all crimped stents outside dimensions and 100% visual inspection performed of all stent delivery tips. This MDR is considered closed.

Event description:
Device malfunction: distal tip separation. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a right renal artery stenting procedure, the rx herculink elite stent delivery system (sds) failed to cross the lesion. There was no adverse patient effect reported. This event is being reported based on the analysis of the rx herculink elite sds, which revealed a distal tip separation.